Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a button error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that he have not yet treated the high blood glucose at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.